Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the patient contacted the hcp with reports of recurrent spinal headache. As a result, the hcp opted to remove the remainder of the intrathecal catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was previously receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via a pump for malignant pain, abdominal/visceral. It was reported that the patient had their pump explanted at earlier date.  The pump was explanted after the patient¿s chronic pain issue was resolved. The pump had been discarded by the healthcare provider.  The patient was slowly tapered down over the course of several office visits in order to prevent withdrawal symptoms. At time of explant, the catheter was tied off and abandoned within the pump pocket. The patient then returned to the pain physician with reports of spinal headache and fluid collection in pocket that fluctuated in nature as per a physician report. A persistent headache consistent with spinal headache was further noted.  The physician was concerned that this was related to cerebrospinal fluid (csf) leak from intrathecal catheter that had been tied off and abandoned within the pump pocket at time of the prior pump explant.  The date of event was unknown.  As a result, the physician opened the previous lumbar spine incision, accessed the spinal segment of the catheter, and tied it off again at the spinal segment.  Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable.  The issue was resolved.  The patient was without injury regarding their status as of 2021-may-06.  The patient's weight and medical history were unknown.